Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during drain 2 of 4. The technical service representative (tsr) determined that te home patient (hp) had disconnected during dwell to use the bathroom and then reconnected. The alarm occurred a couple of minutes after reconnection. The patient did not use proper aseptic technique to disconnect and reconnect. The tsr explained to the hp that they did not press "stop" during dwell prior to disconnecting and the hc had sucked in air. The tsr had the hp close all of the clamps and cycle the power. The hc then alarmed system error 2367. The hp cycled the power again to get to "press go to start" and at "load the set" opened the cassette door. The tsr advised the hp to dispose of the current supplies and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The patient at home guide instructs the user how to properly temporarily disconnect and reconnect to the set up. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.